Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump esc button had to press a couple of times. Customer's blood glucose level was unknown. Customer stated that insulin pump had crack by the reservoir area and unexplained no delivery alarms. Customer stated insulin pump was slower during rewind. The insulin pump will not be returned for analysis.